Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately seventy-three months post implant of a bifurcated device, infrarenal aortic extension, and two limb extensions, the patient presented with a type ii endoleak and the physician chose to explant the devices. It was reported that the patient tolerated the procedure.